Event description:
It is reported that a customer received an error alarm on their insulin pump. The patient's blood glucose level was at 200 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Insulin pump was unable to verify alarm or unexpected battery error alarms due to motor error alarms. Insulin pump received with cracked reservoir tube and end cap. Insulin pump received with minor scratches on lcd display window and loose and flush drive support disk.